Event description:
It was reported that the patient was receiving radiation therapy which caused a bit flip on the device. The error was corrected and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was a diagnostics problem. The programmer (B)(4) data shows "cardiac compass has invalid data." Between (B)(4) 2011 and (B)(4) 2012.